Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and okay buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 02/13/2015 with the following findings: on investigation the alleged button tactile issue was duplicated. The pump powered up with auditory and vibratory features. The keypad cover was intact while the 'up' arrow button responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored.